Event description:
The caller alleged imprecision results with inratio. Caller alleged discrepant results when compared with the lab.

Manufacturer narrative:
Inratio precision data provided by end-user: on (B)(4) 2006 first test inr = 3.6, second test inr = 3.7, third test inr = 4.2, mean = 3.83; sd = 0.32; %cv = 8.3%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Inratio precision data provided by end-user: on 04/24/2006 first test inr = 4.0, second test inr = 4.6, third test inr = 5.1, mean = 4.73; sd = 0.42, %cv = 8.8%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test considered precise and no further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, the calculated mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. The reported inr values from the complaint were 5.1 and 5.2. Both values are not considered discrepant. Therefore, no further testing is required at this time.